Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reports 2 alleged false negative results on unspecified analytes. Guidance on sample preparation was provided as customer was not performing the test correctly. Compared to laboratory test method. Unknown if patients were symptomatic. No apparent adverse event.